Event description:
Complainant alleged that the clinicians were analyzing the heart rhythm of a patient who was in cardiac arrest, but the device gave a "no shock advised" prompt to a ventricular fibrillation heart rhythm. In addition, the device gave "ECG to small", "ECG too large" and "noisy ECG" messages. The clinicians then switched the device to manual mode and delivered a 200 joule shock to the patient. The clinicians then switched the device back to AED mode and analyzed the patient's heart rhythm, but the device displayed the same messages. The complainant indicated that the patient subsequently expired, but that the patient outcome was not as a result of the reported malfunction.